Event description:
It was reported that a spectrum iq infusion pump had an issue of speaker failure. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During functional testing, the reported problem "speaker failure" was duplicated as intermittent audio and received a system error 616 while performing testing. A review of the event history log revealed multiple "system error 616!" Messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified as system error 616. The cause of the condition was the rear case and the rear case flex. The rear case and the rear case flex required to be replaced to correct the reported problem. Should additional relevant information become available, a supplemental report will be submitted.